Event description:
The customer observed a high bias for troponin ultra (tni-ultra) quality control (qc) results when comparing lot 077 to lot 074. Patient results were not affected. There was no report of adverse health consequences due to the high bias troponin ultra qc results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse competed a total service call and found no system issues that may have contributed to the quality control high bias. The wash station was replaced but there was not any improvement for the quality control values. Siemens has updated the target settings for the quality control. Patients were run and the results were not affected outside of specifications. Quality control updated target settings: lot: qc lot 23551, qc lot 23552, qc lot 23553. Value: 0.079, 2.68, 15.7. Range: (0.047-0.111), (1.74-3.62), (10.19-21.2). In-house troponin qc results with lot 077: qc lot: level 23551, level 23552, level 23553. Results: 0.064, 2.15, 11.1. November troponin qc peer data: 0.056, 2.02, 11.30. +/-.008, +/-.157, +/-.955. The customer is satisfied with the current ranges they are using. The instrument is performing within specification. No further evaluation of the device is required. The instruction for use under the quality control section states the following: "siemens healthcare diagnostics recommends the use of commercially available quality control materials with at least 2 levels (low and high). A satisfactory level of performance is achieved when the analyte values obtained are within the acceptable control range for the system or within your range, as determined by an appropriate internal laboratory quality control scheme. If the quality control results do not fall within the expected values or within the laboratory's established values, do not report results. Take the following actions: verify that the materials are not expired. Verify that required maintenance was performed. Verify that the assay was performed according to the instructions for use. Rerun the assay with fresh quality control samples. If necessary, contact your local technical support provider or distributor for assistance."